Event description:
It was reported that the insulin pump was over delivering. Caller stated that the customer's blood glucose was 400 mg/dl and the blood glucose dropped to 94 mg/dl without any input from then. Caller stated that the insulin pump was alarming motor error and was unable to exit the preparing to prime loop. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Unit functioned properly.